Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis on (B)(6) 2014. The customer discontinued use of the insulin pump and later began using it again, but she still experienced high blood glucose levels. Upon troubleshooting, it was observed that the issue may have involved the reservoir itself, and the customer was advised to return the reservoir for analysis. The blood glucose reading was 453 mg/dl, which was treated with a manual injection. The customer complained of nausea and headache. She stated that when she removed the reservoir, there was a clear piece of plastic that came out with it. She observed the smell of insulin in the reservoir chamber. She reported that insulin may have leaked from the reservoir into the reservoir compartment. She declined further troubleshooting. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with normal operating currents, and no unexpected off no power or low battery alarm was noted. The unit passed functional testing, including the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No cosmetic damage was noted. No moisture damage inside reservoir compartment or on motor was noted. Please see medwatch report # 2032227-2014-58921.